Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing pain from right cylinder pushing distally into the glans appeared to be creating a distal erosion. The ipp was explanted. There is no additional information reported.